Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The turbine was replaced to resolve the issue, and the ventilator was released for clinical use. The provided logs confirm the reported technical error code on the reported date of the event. The turbine generates the inspiratory air gas flow. It generates the airflow and pressure from the surrounding air. This airflow is then mixed with the o2 flow from the o2 gas module. In case of turbine failure, 100% o2 is delivered instead. The received logs confirmed the reported technical error code indicating turbine failure at 2024-07-30. Further investigation of turbine related to CAPA performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid 19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back and forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to prevent re-occurrence . The improved turbine has been implemented in the production line of new servo air devices and as spare part. The conclusion is that the root cause to the reported issue was due to defective turbine module, however the defective part was not returned for further investigation as it was disposed of by the customer.

Event description:
It was reported that the ventilator generated technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref.#: (B)(4).